Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader did not turn on with button, strip, or usb cable insertion. The usb port was observed damaged which prevented the customer from charging the reader and caused a blank screen when the battery died. This issue is not confirmed to use. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A family member reported the adc freestyle libre 2 reader would not respond when charged with a charging cable. On (B)(6) 2021, as the customer was not able to monitor their blood glucose, the customer experienced unspecified symptoms of hypoglycemic and was unable to treat themselves. Emergency services were called and brought the customer to the hospital where an EKG and unspecified medical treatment was provided by an hcp. The customer was reported to be hospitalized. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A family member reported the adc freestyle libre 2 reader would not respond when charged with a charging cable. On (B)(6) 2021, as the customer was not able to monitor their blood glucose, the customer experienced unspecified symptoms of hypoglycemic and was unable to treat themselves. Emergency services were called and brought the customer to the hospital where an EKG and unspecified medical treatment was provided by an hcp. The customer was reported to be hospitalized. No further information was provided. There was no report of death or permanent injury associated with this event.